Event description:
An endurant ii stent graft system was scheduled to be implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician attempted to implant the stent graft. The graft was unable to go over the stiff wire at the proximal tip. The wire would not go through the device lumen, making it unable to be inserted into the patient. When the physician attempted to flush the device, saline came out of the proximal end of the delivery system instead of through the lumen of the delivery system. The same wire was used to successfully implant an identical graft. No damage was detected to the packaging or device prior to use. No clinical sequelae were reported and the patient is fine. The delivery system was returned for analysis. Upon inspection of the device, a glossy material occluded the tapered tip ID at the start of the lumen. The complaint was confirmed; there was an obstruction in the tapered tip lumen. The root cause of the event was most likely manufacturing related.

Manufacturer narrative:
(B)(4).